Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had an issue as helium leak and the batteries are dead.

Manufacturer narrative:
Due to character limit in e1 event site name is (B)(6) and event site telephone number is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, b5, b6, b7, e3, d9, e1 (event site email) g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, health effect ¿ impact codes, investigation conclusions) h11. Corrected field: g2, h6 (health effect ¿ clinical code). The (fse) reported that the pressure regulator and overpressure value needed to be replaced. The battery also needed maintenance. The fse entered service mode and ran a battery test. After repair (replacement of pressure regulator and overpressure value), all of the safety and functional checks passed.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had an issue as helium leak and the batteries are dead.no patient involved.